Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the customer had blood glucose level of 40 mg/dl. Then the blood glucose value increased to 46 mg/dl and after taking carbohydrates with juice the blood glucose value was reached at 105 mg/dl. The troubleshooting was declined for the low blood glucose. The insulin pump will not be returned for analysis.